Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that enzymatic carbonate (eco2) calibration on the dimension exl with lm instrument was drifting. They recalibrated every few days. After recalibration, quality control (qc) was in-range, but then shifts. Subsequently, the customer reported that falsely elevated eco2 results were obtained on multiple patient samples during this time. The customer confirmed that eco2 quality control was in-range when these discordant results were received. Siemens troubleshooted this issue with the customer and determined that the minimum ionic purity requirement for the water to be used on this instrument was not met due to the millipore system requiring service. Siemens communicated this to the customer and requested the customer to not run patient samples until the millipore system was serviced. Siemens also informed the customer that they could use siemens water for this instrument; once the customer obtained siemens water and recalibrated the assay, quality controls recovered within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all the cuvette system parts, calibrated the photometer, replaced the syringe tips, adjusted all alignments, cleaned the photometer filter lens, and trimmed the reagent 1 (r1) tubing. The customer reported that the millipore system was serviced. Poor water quality and instrument's need of routine service potentially contributed to the discordant eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00014 was also filed for this event.

Event description:
An enzymatic carbonate (eco2) result was obtained on a contaminated patient sample from a dimension exl with lm instrument. The result was reported to the physician(s). However, the result was removed after the customer discovered the sample was contaminated. The sample was not repeated due to the contamination. A corrected result was not provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the event.